Event description:
It was reported that, "during the tka, the surgeon mistakenly implanted cr insert with ps femoral component."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. When completed, the eval summary will be submitted in a supplemental report.